Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient underwent a revision procedure nine years post implantation due to dislocation. Additional information received in revision operative report noted the patient was revised due failed metal on metal hip. Metal ion levels were exceedingly elevated, nearly six times that of the threshold. MRI indicated a very large fluid collection consistent with aseptic, lymphocyte-dominated vasculitis-associated lesion (alval). During the operation, a large fluid collection was identified with murky brownish, gray colored fluid. There was a significant metal debris and staining of the tissue including the posterior femur and also some up into the abductors, the gluteus medius, and further distally. There was some corrosion at the femoral head and neck junction. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies relevant to the reported event were found. With the information provided, a definite root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, (hospital took the parts). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products¿ m2a non-flared one-piece cup p/n 15-106054 l/n 039820; modular lateralized taperloc femoral p/n 11-103204 p/n 735230; m2a modular component head p/n 11-173662 l/n 743860. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-05978, 0001825034-2017-05980.

Event description:
It was reported patient underwent a revision procedure nine years post implantation due to dislocation. Attempts to obtain additional information have been made; however, no more is available.